Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: unk, inratio: 3.5, lab: 2.9. One hour between results. Customer states, pt has had readings with more than 4.0 difference when compared to the lab. Patient's therapeutic range is 2.0-3.3.